Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system delivered a round of anti-tachycardia pacing (atp) for an undersensed atrial arrhythmia with rapid ventricular response (rvr). Technical services (ts) was contacted and recommended possible reprogramming options. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.